Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 tricuspid regurgitation and enlarged atrium for a triclip procedure. During the procedure, 2 triclips were implanted successfully. The tr was reduced to grade <1 post procedure. On (B)(6) 2025, it was observed that triclip 50218r2087-xtw had single leaflet device attachment (slda) from posterior leaflet. The tr was increased to grade 3. There was no leaflet damage observed. On (B)(6) 2025, triclip 50219r1111-xtw was implanted to stabilize the slda. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 tricuspid regurgitation and enlarged atrium for a triclip procedure. During the procedure, 2 triclips were implanted successfully. The tr was reduced to grade <1 post procedure. On (B)(6) 2025, it was observed that triclip 50218r2087-xtw had single leaflet device attachment (slda) from posterior leaflet. The tr was increased to grade 3. There was no leaflet damage observed. On (B)(6) 2025, triclip 50219r1111-xtw was implanted to stabilize the slda. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.